Event description:
It was reported that during a routine device change out procedure, this left ventricular (lv) lead was attempted due to observations of high out of range pacing(oor) impedances measuring greater than 3000 ohms. It was noted there was no noise. The lead was then removed from the device and a lead measurement was taken and it was still oor. The physician requested for a different lead. A new lead was implanted successfully and impedances were within range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis of the lead noted body fluid within the lumen. Lead testing was completed to assess lead performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device change out procedure, this left ventricular (lv) lead was attempted due to observations of high out of range pacing(oor) impedances measuring greater than 3000 ohms. It was noted there was no noise. The lead was then removed from the device and a lead measurement was taken and it was still oor. The physician requested for a different lead. A new lead was implanted successfully and impedances were within range. No adverse patient effects were reported.